Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device was not cutting properly. The blade seemed like it was dull. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 01/14/2009. Blade dull/poor cutting. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.